Manufacturer narrative:
Batch review performed on 06-aug-2024: lot 2401464: (B)(4) items manufactured and released on 31-jan-2024. Expiration date: 2029-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved, batch review performed on 06-aug-2024. Liner: impact 01.32.4048hc10a face-changing 10° pe hc liner ø40/f (k183582) lot 2246044: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months after the primary, the patient came in reporting pain due to a joint luxation. The surgeon revised the head and liner and the surgery was completed successfully.